Event description:
Baxter received a report that leakage was found from the tubing. The set had been used for 90 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). No further information is available. A follow up report will be submitted when the evaluation results become available.